Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd-legacy® plus pump alarmed a "no message alarm" during infusion. The alarm later turned into a "no disposable, clamp tubing" alarm. No injury was reported.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned in used condition. The customer's reported problem was "a 'no message' alarm sounded at 3:00 a.m. It then turned into a 'no disposable, clamp tubing' alarm". The cassette was visually inspected for damage at a distance of 12" to 24" and normal conditions of illumination. No damage was detected. The sample was connected and tested on a pump. The height of the arch of the pump tube was within specification and no alarms were activated during the testing. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode could not be duplicated. The root cause of the reported problem is unknown.